Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced an unexplained high blood glucose level of 400 mg/dl. The customer treated her blood level with a bolus. The insulin pump alarmed no delivery and the alarm was resolved with a complete set change. When she tried to bolus, she gave herself another 6 unit manual bolus that dropped her blood glucose level under the target range. The customer had glucose tablets and orange juice. The device was not returned.